Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the emergency department. The physician placed the catheter in the patient's subclavian and it was sutured at the fastener and clamp. Upon transporting the patient, the central line slipped out of the clamp and fastener. As a result an io product was used. They do not know if this caused a delay in treatment and there was no patient death or complications reported. It was noted the physician has had many years of experience placing central lines.